Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to moisture damage on keypad trace. No moisture damage found on electronic assy and motor. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, and moisture damage. The customer stated the numbers on their keypad were not ramping or scrolling. Customer's blood glucose was unknown. The customer stated the insulin pump was exposed to water and now there is water under the lcd screen. He did state the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.